Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, cracked case at battery tube side and damage keypad overlay texture.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was 17.1mg/dl at the time of the incident. It was reported that the connection with clear reservoir ring has detached. It was reported that the insulin pump also had a crack on the bottom of the battery compartment. It was reported that the customer did not know how the damage happened. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.